Event description:
It was reported that the log files captured a system controller exchange on (B)(6) 2022.

Manufacturer narrative:
Device controller serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the submitted log file. A review of the submitted log file spanned approximately 17 days ((B)(6) 2020, (B)(6) 2022 per time stamp). The log contained alarms associated with the patient swapping to their backup controller on (B)(6) 2022. It is unclear why the exchange was made. Following the initial controller power up and driveline connection, the pump appears to be operating as intended with only routine events. There were no other notable alarms active in the log file. The hmii system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported alarm was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all controller alarms. The heartmate ii patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.